Manufacturer narrative:
We performed a check of the sterilization chart for all the components involved and no anomalies were found on: - smr revision stem dia.15mm (lot#201203220) on a total of (B)(4) stems manufactured with the same lot#; - smr reverse humeral body (lot# 201615719) on a total of (B)(4) reverse humeral body manufactured with the same lot#; - smr reverse lateralizing liner (lot# 201104708) on a total of (B)(4) reverse liners manufactured with the same lot#; - smr connector small (lot# 201616679) on a total of (B)(4) connectors manufactured with the same lot#; - smr reverse glenosphere dia.44mm (lot# 201206161) on a total of (B)(4) reverse glenospheres manufactured with the same lot#. Thus indicating that the products were correctly sterilized before being placed on the market. This is the first and only complaint received on these lot#. Explants were not received by lima corporate. The pre-operative x-rays related to the second stage revision surgery received underwent a medical judgment. From the medical point of view, no loosening clearly indicating infection around the cemented long stem can be seen on the humeral part nor around cement/bone interface. On the glenoid side, no suspected lysis around the screws nor around the glenoid baseplate emerged. Neverthless, a joint infection cannot be excluded. Germ responsible for the infection and date of onset remained unknown. The x-rays received does not allow a definitive statement about infection but according to the scientific literature infection should be considered as a quite common factor in reverse prostheses. The check of the sterilization charts shows that all the lima devices were regularly sterilized. In conclusion, we cannot determine a certain cause for this infection but, according to our investigation, this cannot be classified as product-related case. Pms data: a total of 22 revision surgeries due to infection involving a smr reverse prosthesis were reported to lima corporate on a total of (B)(4) smr reverse prosthesis sold ww, giving a revision rate of (B)(4). No corrective actions planned for this specific case. Lima corporate will keep monitoring the market.

Event description:
Shoulder revision surgery involving a smr reverse prosthesis performed on (B)(6) 2017 due to infection. According to the info reported, patient had a primary surgery on (B)(6) 2010 where a reverse liner +3mm and a cocr glenosphere dia.36mm were implanted. Then, three subsequent revision surgeries were performed: - first revision surgery performed on (B)(6) 2017 due to bone loss and joint instability. At this time, a corrective dia.44mm glenosphere and a reverse lateralizing liner replaced the components implanted during the primary surgery; - first out of two stages revision surgery performed on (B)(6) 2017 due to infection. During this first stage revision, the components previously implanted (lateralizing liner and glenosphere involved are not sold in us) were removed and replaced with two bone screws + antibiotic cement spacer; - second stage revision surgery performed on (B)(6) 2017. According to the info reported, surgeon was satisfied with the final stability obtained by implanting a smr reverse prosthesis made, again, of a reverse lateralizing liner and of a corrective dia.44mm glenosphere. Germ responsible for the infection and date of onset unknown.. Event happened in (B)(6).

Manufacturer narrative:
We performed a check of the sterilization chart for all the components involved and no anomalies were found on: - smr revision stem dia.15mm (lot#201203220) on a total of (B)(4) stems manufactured with the same lot#; - smr reverse humeral body - (lot# 201615719) on a total of (B)(4) reverse humeral body manufactured with the same lot#; - smr reverse liner (lot# 201104708) on a total of (B)(4) reverse liners manufactured with the same lot#; - smr connector small (lot# 201616679) on a total of (B)(4) connectors manufactured with the same lot#; - smr reverse glenosphere dia.44mm on a total of (B)(4) reverse glenospheres manufactured with the same lot#. All the components were regularly sterilized. Moreover, no other complaints have been reported on all the lot# involved. We will send a final MDR once the investigation will be completed.

Event description:
Shoulder revision surgery due to infection done on (B)(6) 2017. According to the info reported, patient had a primary surgery in 2010 and then three subsequent revision surgeries were performed: - first revision surgery done on (B)(6) 2017 due to bone loss and joint instability; - second revision surgery (first of two stages) performed on (B)(6) 2017 where reverse humeral body, reverse liner and glenosphere (components not sold in us) were removed and replaced with two bone screws + antibiotic cement spacer due to infection; - third revision surgery (second of two stages) performed on (B)(6) 2017 where the complete reverse smr system was implanted. Event happened in (B)(6).